Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced difficultly charging the scs ipg over the previous months. Reportedly, it was taking over three hours to complete the charging process. Also, the patient reported issues establishing connection between the ipg and the patient programmer as well as the charger. Consequently, the patient's scs ipg was explanted and replaced. The issue was reportedly resolved and therapy was restored postoperatively.